Manufacturer narrative:
Product complaint # (B)(4). The name of the initial reporter is unknown. The manufacturer representative was provided as the initial reporter name. (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by an affiliate, during a coil embolization (target lesion unknown), an enterprise stent ((B)(4)) could not deploy. The device was changed for another one and the procedure was completed. There was no delay to the procedure due to the event. There was no report of patient injury. There was nothing unusual noted about the system prior to use. There was no evidence of any vessel damage/trauma/dissection related to the use of any devices. The coils did not protrude from the parent vessel. Per the failure analysis lab (fal), a non-sterile enterprise device was received, the stent was not returned for evaluation. Additional information clarified that there was partial stent deployment, however, it is uncertain when it occurred. A non-sterile enterprise device was received inside of plastic bag. The introducer tube and delivery wire were inspected and no damages were noted on them. The stent was not returned for evaluation. The functional analysis could not be performed due the stent was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿stent - deployment difficulty-partial deployment¿ could not be evaluated due to the stent was not received for evaluation. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Per the IFU, if stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. The IFU warns to not deploy the stent if it is not properly positioned in the vessel. Note: if using the microcatheter jailing technique, verify that the position of the infusion catheter delivering the embolic coils has been maintained. If necessary, reposition the infusion catheter using standard endovascular practice. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by an affiliate, during a coil embolization (target lesion unknown), an enterprise stent ((B)(4)) could not deploy. The device was changed for another one and the procedure was completed. There was no delay to the procedure due to the event. There was no report of patient injury. The product will be returned for analysis. There was nothing unusual noted about the system prior to use. There was no evidence of any vessel damage/trauma/dissection related to the use of any devices. The coils did not protrude from the parent vessel. No additional information is available. Per the failure analysis lab (fal), a non-sterile enterprise device was received, the stent was not returned for evaluation. Additional information clarified that there was partial stent deployment, however, it is uncertain when it occurred.